Manufacturer narrative:
The patient was born on an unspecified date in 1949. The patient reported they did not remember the "years of the previous two times". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two events of peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment, action with pd therapy and patient outcomes were not reported. No additional information is available.